Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 372 mg/dl while using a new fsl3+ sensor. A fingerstick confirmed bg at 372 mg/dl, while the sensor was approximately 50 points lower as typically seen during the initial wear period. The ilet delivered correction insulin, and bg values later returned to range. No symptoms were reported